Manufacturer narrative:
On (B)(6) 2021, the implanting clinician scheduled the patient to undergo an explant procedure due to erosion. The implanting clinician explained to the clinical representative the erosion happened because of an improper pocket technique. The coil was not placed deep enough to prevent erosion. The implanting clinician stated an infection was not present. The implanting clinician and the patient agreed to perform a revision after the patient is fully healed from the explant since the patient was receiving pain relief. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient intervening with the wound, patient engaging in any physical activity, including twisting, stretching have been ruled out as potential causes. The cause of the erosion is due to incorrect surgical technique. Design (B)(4) and (B)(4) was reviewed and device erosion is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required.

Event description:
On (B)(6) 2021, the clinical representative became aware that the tail end of the lead was protruding from the patient's skin and needed to be removed.